Event description:
Removal of a jp drain from patient. As drain was being pulled, normal resistance was met followed by a snap. Clear tubing was found to be torn from tip. Tubing remained in patient. Patient returned to surgery. Surgeon found the end inside the patient had a suture through it.